Event description:
Healthcare professional reported for right side "capsular contracture baker grade IV" and "pain, inflammation of the right breast due to rupture and deformity" healthcare professional later reported ¿inflammation of the right breast¿, ¿post-mastitis inflammatory process in the right mammary gland¿, ¿swelling¿, ¿right breast with diffuse decrease in echogenicity, to the application of doppler with increase of mixed flows of low resistance¿, ¿the right with lobulated contours and free peri-implant fluid, without ruling out the possibility of rupture". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma and capsular contracture grade 4.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe since it is not related to the device. Seroma: unable to observe since it is not related to the device. Edema: unable to observe since it is not related to the device. Inflammation/irritation: unable to observe since it is not related to the device. Crease folding of implant: not observed. No additional observations are performed. No further actions are required as no manufacturing issues are observed

Event description:
Healthcare professional reported for right side "capsular contracture baker grade IV" and "pain, inflammation of the right breast due to rupture and deformity" healthcare professional later reported ¿inflammation of the right breast¿, ¿post-mastitis inflammatory process in the right mammary gland¿, ¿swelling¿, ¿right breast with diffuse decrease in echogenicity, to the application of doppler with increase of mixed flows of low resistance¿, ¿the right with lobulated contours and free peri-implant fluid, without ruling out the possibility of rupture". The device has been explanted.